Event description:
It was reported that during a ptca/stent procedure, following deployment of a stent in the right coronary artery, the stent delivery system (sds) froze on the guide wire during the removal attempt. "Forceful traction" was used (against IFU) to remove the wire from the sds while it was still within the stent. Another guide wire was advanced out of the tip of the catheter and into the posterior descending artery. The sds was removed and angiography revealed a perforation of the posterior descending artery several millimeters beyond the stented segment. Two extended balloon inflations were used to treat the perforation. An echocardiogram showed no pericardial effusion. All devices were removed and follow-up angiography revealed an acute recurrence of bleeding from the posterior descending artery. A balloon catheter was reinserted and inflated in an attempt to stop blood extravasation. Pericardiocentesis was performed, and the pt was hemodynamically stablized before being sent for emergent open-heart surgery.